Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the patient was discharged 2 days following the valve implant.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the event was possibly related to the implant procedure and unrelated to the valve itself.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon valvuloplasty was performed. On the same day of the implant procedure, following the procedure, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Symptoms were not reported. No treatment reported. However, the lbbb prolonged hospitalization. The lbbb resolved 2 days following the valve implant procedure. No additional adverse patient effects were reported. Additional information indicated the patient was discharged 2 days following the valve implant. Additional information received indicated the event was possibly related to the implant procedure and unrelated to the valve itself. Additional information received indicated the lbbb had a causal relationship to the valve.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon valvuloplasty was performed. On the same day of the implant procedure, following the procedure, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Symptoms were not reported. No treatment reported. However, the lbbb prolonged hospitalization. The lbbb resolved 2 days following the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-34; product lot/serial number (B)(6) ; product type: compression loading system; implant date na; explant date na should additional reportable information be received an additional regulatory report will be submitted for the reportable information.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.